Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient presented with lead wire that eroded out of the body. The pulse generator, right atrial, and right ventricular leads were explanted and a temporary pacing wire was put in place. Clinician was unsure which lead wire eroded. Patient presented with bradycardia and was paced with temporary pacemaker. Patient was stable otherwise. Related manufacturer reference number: 2017865-2019-04904.